Event description:
Surgeon at the clinic reported the following event to sales rep: "during a mini invasive surgery on a complex case, when tightening the nut, the rod introducer, yet recent, fractured."

Manufacturer narrative:
Method: device history review, visual inspection and material analysis. Results: there were no manufacturing issues identified during the manufacturing history review. Visual inspection noted the pivot pin was found broken. Mar results indicate that the fractured pivot pin on the mors tip fractured in a ductile shear overload mode. The composition was confirmed to meet the spec. Conclusion: the overload while using the returned device is a plausible root cause for the reported event.

Event description:
Surgeon at the clinic reported the following event to sales rep: "during a mini invasive surgery on a complex case, when tightening the nut, the rod introducer, yet recent, fractured."